Event description:
During surgical procedure the bovie cord burned. Machine turned off. Fire extinguisher obtained to extinguish flame for bovie cord. No damage to machine. No pt injury, incident far enough away from pt which prevented potential injury.